Event description:
The dealer states, the speed control knob on the joystick has fallen off and can't be found. The dealer thinks the consumer has run into something because, the joystick blinks on and off.